Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. The reporter stated that the display screen had moisture inside of it. The reporter also stated that there was no damage to the pump, no moisture in the battery compartment, and that the battery cap is changed every six months. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 01/30/2014. Device evaluation: the device has been returned and evaluated by product analysis on 01/16/2014 with the following findings: there was no moisture observed under the display screen. The pump did not pass the leak test due to a display lens leak. There was moisture observed on the printed circuit board when the pump was opened. Unrelated to the complaint, the display was dim and discolored.